Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the initial implant of this lead into a competitor device, there was lead insertion difficulty. Mineral oil was used, but the physician asked for an older model competitor device. Once the second older model device was used, the lead inserted into the header without difficulty and remains implanted. To date, no adverse patient effects have been reported.